Manufacturer narrative:
Results: the sterile product pouches were ripped near the proximal end. Conclusions: evaluation of the returned devices confirmed that the proximal ends of the sterile product pouches were ripped open and the sterile barriers were breached. This type of damage typically occurs if devices are not properly stored after received by the hospital. If the sterile product pouch comes in contact with a sharp object, damage such as this may occur. Penumbra catheters and packaging are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01824.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the packaging of two benchmark 6f 071 delivery catheters (benchmark dc's) were torn at the top, which broke the sterile barrier. The torn packaging of the two benchmark dc's were found prior to use and therefore, the benchmark dc's were not used for the procedure. The procedure was completed using a neuron max 6f 088 long sheath (neuron max).